Manufacturer narrative:
The actual device was returned for evaluation with an undetermined malfunction. Reliability engineering evaluated the device and observed that the back end of the device would not rotate. Therefore, the reported condition was confirmed. It was determined that this was due to damaged bearings from not following the emersion / sterilization procedures properly. The assignable root cause of the component damage was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was discovered that the motor device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the back end would not rotate. There were no delays in surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.